Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and occlusion as listed in the multi-link vision coronary stent systems (css), instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects and the relationship to the product, if any, could not be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that in 2016, a mini vision stent was implanted in the coronary artery. On (B)(6) 2018, the patient was hospitalized for chest pain and elevated blood sugars. On (B)(6) 2018, an angiogram was performed. The previously implanted stent was treated and another stent was implanted. The event resolved and the patient was discharged. There was no additional information provided.